Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod cannula was found bent and leaking insulin. It was also found that there was redness at the infusion site. As treatment, the pod was discarded and a new pod was applied.